Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery would not charge and the battery gauge was fluctuating resulting in the pump shutting down. Despite multiple attempts the pump was unable to be charged and a replacement pump has been sent to the customer. The customer's blood glucose was 150 mg/dl. The customer continued to use the pump and manual dose insulin.